Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4) . One used set without packaging was provided for evaluation. The sample was visually evaluated per specification. It was noted that the middle backcheck valve was broken off in the sidearm of the y-caresite. The breakage of this part caused the leakage. The reported defect was confirmed. Since no lot information was provided, batch records were unable to be evaluated. Work instructions were reviewed and no causes were determined for this defect. Although no lot was reported, this defect is not likely due operator error as this assembly machine is fully automated. Additionally batch records for previously reported lots were reviewed and there was no indication that there was a failure to follow procedure during the manufacturing process. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that the tubing was not bonded and chemotherapy leaked on the floor during use. No injury reported.